Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. The lead will be capped.